Event description:
Patient reported a right side "leak" and "mass". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g2.

Event description:
Healthcare professional later confirmed a right side rupture. Device has been explanted and replaced.

Event description:
Patient reported a right side "leak" and "mass". Healthcare professional later confirmed a right side rupture and "implant malposition". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the anterior side assessed as surgical damage. Limp/nodule: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as the device was implanted.